Event description:
The patient did not have any symptoms. During a routine office visit, a nonhealing wound/skin erosion was found; the pump reservoir was exposed. The pump was explanted. The patient recovered without sequela, and a new pump was implanted in 2008. The pump was used to deliver morphine (20 mg/ml) at a rate of 1.2228 mg/day.